Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to "ohm out" (test) the speakers and look for about 8 ohms. The fse also discussed speaker replacement (to include user interface and front panel removal as needed). The customer was also advised that field repair was an option if needed. The customer reported that replacement of the speakers resolved the reported issue this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that an error 1102 (primary alarm failed) occurred. There was no patient involvement. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.